Event description:
Customer states: prior to use on a pt a doctor at hospital confirmed the tracheal cuff was inflated but could not be deflated at evacuation. Customer confirmed that fault was identified during pretesting efforts. No pt involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the mfg site for analysis.